Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was no longer functioning. Reportedly, the touchscreen would no longer illuminate. Customer's blood glucose level was no impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.